Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation procedure to treat esophageal and gastric varices and reduce venous bleeding performed on (B)(6) 2024. During the procedure, the bands popped out automatically without the physician's operation which could not effectively ligate the veins. The device was replaced, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap earlier in the setup process; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."